Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect stat high sensitive troponin-I results generated on an architect i2000 processing module for a (B)(6) year old male patient, who was hospitalized for examination on (B)(6) 2021 with a chief complaint of breathing difficulties and chest pain. The patient remained hospitalized from 03dec2021 to 06dec2021. The following results were provided: (B)(6) 2021 result = (B)(6) pg/ml. (B)(6) 2021 result = (B)(6) pg/ml. (B)(6) 2021 result = (B)(6) pg/ml. (B)(6) 2021 result = (B)(6) pg/ml. (B)(6) 2021 result = (B)(6) pg/ml. At the end of december 2021, an MRI examination was performed, and the patient was diagnosed with myocarditis and referred to another hospital. On (B)(6) 2021 the patient was seen at another hospital, troponin I was measured by another method and the result was 3-4 pg/ml. Additionally, an echocardiogram, other blood tests, and electrocardiogram were performed and were all within normal range. The patient was seen on (B)(6) 2022 at another hospital with no abnormalities. The customer believes the patient may have been hospitalized unnecessarily due to the false positive troponin-I results; however there was no health hazard to the patient and no unnecessary treatment.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends for the likely cause list number nor complaint issue. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the likely cause lot and complaint issue. The overall performance of architect stat high sensitive troponin-I reagent in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the likely cause lot is above 3sd of the established baseline. However, the median patient result is 18.724421 which is below the cutoff of < 34.2 pg/ml for male patients. In addition, the median patient result for results below the cutoff of < 34.2 pg/ml for male patients is within 3sd of the mean indicating the lot is comparable with other lots in the field and confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent lot 31186ud00 was identified. Corrected information in section g1 contact office country.